Event description:
(B)(4). Only a couple months of having essure I started dealing with headaches, dizziness, fatigue, and heavy bleeding. Since then these headaches won't just go away they are constant.